Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: "crushed/bent on proximal end of shaft" was confirmed due to damaged outer tube. The most probable cause of the complaint is component failure. A device history record review was completed, and no issues were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited minor stains under the light guide (lg) cover glass, minor dents on the distal edge and the image out of view field. There was no patient involvement.